Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that during the device replacement procedure, when the pocket was opened, the atrial lead was fractured. When the lead was connected to the device, impedances were greater than 3,000 ohms with no sensing. Our records indicate that the lead remains implanted and in service at this time.

Event description:
Boston scientific received information that the lead safety switch activated on this right atrial (ra) lead due to out of range pacing impedance measurements greater than 2,500 ohms and noise. In unipolar configuration, noise was also observed so the physician elected to reprogram the device to a single chamber vvi mode and plans to revise the lead at the time of the generator replacement. It was noted that the lead was functioning fine as of last (B)(6) 2013. Longevity remaining on the generator is less than 0.5 years. No adverse patient effects were reported. The patient is not pacemaker dependent.